Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the safety balloon at the proximal end (lower) end was ruptured and a section of the balloon at this end was also missing. Common carotid balloon inflated and deflated properly. Based on our device evaluation, it is likely the safety balloon was damaged by the user when removing the safety sleeve or was damaged during pre-use check. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. The f3 shunt IFU properly instructs users on balloon pretest procedure. No corrective action is needed at this time. The malfunction was detected during pre-use check. Device was not used for the procedure.

Event description:
During pre-use check, the nurse observed a leakage from the safety balloon when she attempted to inflate the internal carotid balloon with saline. Device was not used for the procedure.

Manufacturer narrative:
The complaint device is currently in transit. Without the returned device, we remain inconclusive on the exact nature of the malfunction and its root cause. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the procedure.

Event description:
During pre-use check, the nurse observed a leakage from the safety balloon when she attempted to inflate the internal carotid balloon with saline. Device was not used for the procedure.